Manufacturer narrative:
Note: 2024-03-05: resubmitting report in production environment. .

Event description:
Manufacturer was informed that the bed exit monitoring system detection was not working properly as supposed to.